Manufacturer narrative:
(B)(4). The service engineer (se) performed all calibrations, extended self-test, short self-test and performance verification test. All test passed. The alleged malfunction could not be duplicated.

Event description:
It was reported that during patient use, the ventilator screen froze and was unable to change any parameters. The patient was transferred to an alternate ventilator with no harm.